Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 53 mg/dl. The patient treated by drinking juice. During troubleshooting there were no anomalies noted with the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.